Event description:
A zoll distributor returned battery charger sn (B)(4), reporting that the battery charger was resetting.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) was completed. The reported problem (resetting) has been confirmed. Upon investigation battery charger/modem was resetting. The cause for the failure was isolated loose pins on the battery charger power supply connector. The root cause for the loose pins could not be positively identified. No adverse event resulted from the defective battery charger/modem.